Manufacturer narrative:
The harmony iq integration system has been removed from service. To date, the user facility has not allowed steris to inspect the system. A follow-up MDR will be submitted should additional information become available.

Manufacturer narrative:
The investigation of the subject event is in process; a follow-up MDR will be submitted when additional information becomes available.

Event description:
The user facility reported that during a patient procedure the monitor screens to their harmony iq integration system were distorted. User facility personnel switched to another monitor they had in the room resulting in a procedure delay. The procedure was completed successfully, no report of injury.